Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failed to lock. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b date of event a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that full height matrix drawer 5 was not detected closed. A field service engineer (fse) removed the back panel, and it was found that the red lever was not fully engaged to lock and caused the latch sensor to fail in detecting that the matrix drawer was closed. Fse removed the latch assembly and readjusted. Fse removed the excess plastic sitting on the grey piece as it had prevented the red lever from fully seating and locking the drawer in place to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failed to lock. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.